Event description:
It was reported lead was explanted due to infection. It was later reported lead was damaged during re-implant. The electrode was damaged while inserting lead through stim loc burr hole cover. The lead was kinked or crimped after insertion and impedances were abnormal. Physician indicated this resulted from sequence of surgical technique and not a faulty electrode. All impedance readings displayed as short circuits. Physician replaced the 1st lead with a new one. The new lead was connected to the current extension and battery. All of the impedances tested within the normal range. The pt's system will be programmed in the next few weeks. There was no pt injury and pt recovered w/o sequela. Add'l info will be provided when it becomes available.

Manufacturer narrative:
(B)(4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.